Event description:
It is reported that a customer experienced high blood glucose of 520 mg/dl. The customer stated that the tubing on their pump gets lose but there was no sign of physical damage that could have caused it. The customer did not send the pump back for analysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.